Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded out-of-range right ventricular (rv) pacing lead impedance measurements on a non-boston scientific lead. Technical services (ts) reviewed the device data and noted an abrupt change from previously stable impedance trends. It was also noted that device therapy had been programmed off approximately one year prior. Additionally, non-physiologic signals consistent with lead noise were observed on the rv channel and were oversensed by the device. Recommendations included continued evaluation with repeat data transmission and in-clinic assessment to further investigate lead integrity. No adverse patient effects were reported. This crt-d remains in service.